Event description:
The user facility reported a 62-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After impella was placed, impella flows decreased and the impella was back in the aorta. Upon further observation, the impella appeared kinked near the outlet so impella was removed and new one placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow has been completed. The device was not returned for benchtop investigation. According to the clinical information provided, the root cause of the low pump flow was cannula kink due to improper technique.